Manufacturer narrative:
The customer contacted the customer service and the representative recommended troubleshooting procedures including replacement and calibration of the sample probe. The customer preformed the recommended maintenance, and the issue was resolved. A single definitive cause for the falsely decreased results could not be determined. The alinity c processing module serial number (B)(6) was considered the likely cause of the issue. An instrument service history review revealed no additional discrepant results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity c system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for one patient. The customer then ran quality controls for troubleshooting and they were also out of range low. The morning quality controls were in range. After troubleshooting with the abbott customer support specialist (css), the customer reran the samples, and the result was within the normal range. The following data was provided: normal range is 23-31 meq/l. Sid (B)(6) initial and repeat results = 9 meq/l, repeat after troubleshooting = normal no impact to patient management was reported.